Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The eposter for the presentation entitled, "aahks 2019 annual meeting eposters - retrieval analysis of rotating hinge knee arthroplasty implants" has been reviewed. The presented information includes explanted knee components from depuy and non depuy. The information does not identify which products are related to which revision reasons and it does not provide adequate information to determine accurate quantities. Cement manufacturer is not identified and patella resurfacing is not discussed or displayed amongst component pictures. The information does report poly insert damage for each manufacturer. Depuy product: lps/srom knee system. Adverse events: revision reasons of aseptic loosening (insufficient information provided), instability, fractured implant (insufficient information provided), periprosthetic fracture (insufficient information provided), infection, and arthrofibrosis/stiffness poly insert wear/damage.